Manufacturer narrative:
Batch review performed on 06 october 2022: lot 2012783: (B)(4) items manufactured and released on 18-march-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: about 1 year after primary tka the patient complains of anterior pain. On the radiographs, the suboptimal position of the patella is clearly visible, although we cannot tell the reason that led to this situation: it could be due to rotation positioning of the femoral component, but we haven't got enough information to express a definitive opinion. It is not a problem due to a defective implant.

Event description:
At about 1 year and 1 month after the primary, the patient reported patient dissatisfaction and pain mostly anterior. Patellofemoral pressure lead to thinning especially of lateral patellar bone. Resurfacing of patellar bone and inlay exchange (10mm to 12 mm) have been performed successfully.